Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was admitted to the hospital after receiving multiple shocks for ventricular tachycardia which had exhausted therapy in the device. Upon review of the episode, two of the shocks exhibited high out of range shock impedance measurements of greater than 125 ohms. The device also exhibited code 1005 which is indicative of a device shocking into an open circuit. Surgical intervention was performed and the dried blood was noted in the header of the device. The device was explanted and replaced. No additional adverse patient effects were reported.